Event description:
It is reported that the customer had low blood glucose levels of 30 mg/dl. The customer reported being treated by emergency medical services who also administered glucose intravenously. The customer reported guessing on the amount of food consumed after lunch and over bolused. The customer further reported that the lack of a sensor for the insulin pump might have contributed to the event. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.